Event description:
It was reported that "it was unable to pace after the catheter was inserted. The catheter was replaced and the problem was solved." No patient injury was reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found that a short condition occurred in the y adaptor between the proximal and distal electrodes. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon inflation test was performed using the returned syringe with 1.3cc air by holding the balloon under water. No visible damage to the catheter body was observed. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.